Manufacturer narrative:
E1: name of initial reporter is unknown. E2/e3: unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the battery communication failure was due to a defective battery. The exact cause of the defective battery was most likely cell imbalance. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant had a biomed observed a battery communication failure error message. The instructions for use was followed, and the backup controller was used. No patient use and no harm or injury.